Manufacturer narrative:
Note: this product (unknown alloclassic hip stem has been moved to associated devices, as it turned out that this stem was not revised. Therefore, please remove this report from your system. This incident is covered in: 0009613350-2021-00349-1, 0009613350-2021-00348-1.

Event description:
Note: this product (unknown alloclassic hip stem has been moved to associated devices, as it turned out that this stem was not revised. Therefore, please remove this report from your system.

Manufacturer narrative:
Medical products: fitek cup hip impl win gen; catalog#: unknown; lot#: unknown; metasul sliding pair hip impl win gen; catalog#: unknown; lot#: unknown. Therapy date: (B)(6) 2021. The manufacturer received x-rays and or other source documents for review. The manufacturer received the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and subsequently developed ossifications which was resected in 2001. On (B)(6) 2020 a sudden strong movement and exercise-dependent pain occurred in the right hip. Subsequent examinations revealed fracture of greater trochanter which was caused due to osteolysis or abrasion particle reaction tumor. Hence patient underwent a revision surgery, during which dislocation along with the tumor filled with moderate fluid were reported. The patient also underwent blood tests, cobalt and chromium levels were normal.